Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The peeling/sli tting/splitting was not slit on the center of hub of the delivery catheter. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. Visual analysis of the catheter indicated damage during use. The analyst noted the catheter analysis results indicated the lead lff834981v was dislodged during procedure when slitting the catheter sheath/shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead dislodged as the physician was about to start slitting the sheath. The rv lead was repositioned, but then dislodged from the septum during the slitting of the sheath. The lead was removed and not used. A replacement lead was successfully implanted in the rv apical position. No patient complications have been reported as a result of this event. The catheter was returned to the manufacturer, analyzed and tested out of specification due to a kink and a spiral slit.